Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, decreased impedance and increasing threshold were observed. An insulation anomaly was noted. Lead was capped. Patient condition after the event was good.

Manufacturer narrative:
A partial lead with the connector pin measuring 10.2cm was returned for analysis. Analysis of the partial lead was normal. No anomaly was found. Without return of the entire lead a complete analysis could not be performed.